Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/14/2021 it was reported by an arthrex employee via email that an ar-2324bcc a swivelock anchor broke. This was discovered during a patella fracture repair on (B)(6) 2021, after surgeon made a bone hole with a 4mm diameter drill, anchor broke when surgeon attempted to be inserted. Surgeon was able to complete case using a new device. No patient affected. Additional info requested: did device break during use or before it was inserted? Did the device break inside of patient, and if so, were all the fragments removed?